Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high impedance. The device was experiencing oversensing on the right atrial (ra) lead. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. H6. Device codes.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to low pacing impedance out of range. The device was experiencing oversensing on the right atrial (ra) lead. The system remains in service. No additional adverse patient effects were reported.